Event description:
Follow up call was done to the customer in regards to the outreach respond. Customer reported after inserting a new infusion set customer's blood glucose will be over 500 mg/dl. Customer stated if blood glucose reaches the 600 mg/dl range, customer would treat with manual injection and changes the infusion set. Customer stated the insulin pump hasn't been alarming. Customer does not recall when the issues first occurred. Customer did not have the insulin pump at the time of the call, so no troubleshooting was performed. Customer was advised to call if issues persisted. The insulin pump was not replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
.